Event description:
Discordant low act results were obtained on 3 patient samples. The discordant results were not reported to the physician. The laboratory questioned the results due to the patient's clinical pictures, and the samples were repeated. The repeat results were reported to the physician. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant act results.

Event description:
Discordant low act results were obtained on 3 patient samples. The discordant results were not reported to the physician. The laboratory questioned the results due to the patients' clinical pictures, and the samples wer repeated. The repeat results were reported to the physician. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant act results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After evaluation of the instrument, the fse determined that the cause of the discrepant act results was a loose sample probe that was leaking. The fse repaired the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After evaluation of the instrument, the fse determined that the cause of the discrepant act results was a loose sample probe that was leaking. The fse repaired the system. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low act results were obtained on 3 patient samples. The discordant results were not reported to the physician. The laboratory questioned the results due to the patients' clinical pictures, and the samples wer repeated. The repeat results were reported to the physician. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant act results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After evaluation of the instrument, the fse determined that the cause of the discrepant act results was a loose sample probe that was leaking. The fse repaired the system. The instrument is performing within specifications. No further evaluation of the device is required.